Event description:
It was reported by service report that the support brackets were bent and the plastic split. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: support brackets. Unit was evaluated by the customer.